Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the incorrect hemogard shield color with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, and no issues pertaining to the hemogard shield was observed as all tubes contained the correct shield color. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect hemogard shield color with the incident lot was observed. Although retention samples inspected showed no issues regarding the color of the hemogard shield. Root cause description: based on the investigation, the most likely root cause was determined to be manufacturing related. As a result, bd is further reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had the incorrect cap attached to the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.